Event description:
A falsely elevated tpsa result was obtained on a pt sample. The result was reported to the physician who questioned the result. The test was repeated on a new sample and a negative result was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated tpsa result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated tpsa result was sample mix up. The instrument is performing within specifications. No further evaluation of the device is required.